Event description:
Six weeks post op, the patient was at the gym and the two pelvic screws bilaterally had the set screws come off. Revision surgery took place (B)(6) 2015 to remove and replace the backed out set screws.

Manufacturer narrative:
An evaluation of the suspect implants is not possible. The identifying lot number(s) has not been provided nor have the set screws been returned for evaluation. Multiple attempts to obtain additional information/details of the event have been unsuccessful. Upon the receipt of additional information and/or the explanted set screws, a follow-up report will be submitted. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).